Event description:
The facility reported to smiths medical international in another country that the female luer lock (fll) has cracked and leaked. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. The assembly is incorporated into the finished product (mx595) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that samples were available for return; however, these have not been received. Smiths is unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.